Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device. The needle tip was broken near the lower jaw and the white plastic flag is missing. Finally, when pulled the trigger it was hard to open and close the jaws. The upper jaw has a disconnection on the internal mechanism, the auto capture mechanism is damaged. Based on the condition of the needle a functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed to an improper maintenance would lead to a internal mechanism failure. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures, however, this cannot be conclusively determine. As per the instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant. Applying too much force when grasping tissue will impede passage of the needle and suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the by the expressew iii ac+ gun lost the white plastic part and got stuck into the auto capture and it broken. During evaluation of the device it was determined that the device would not release and was jammed/seized. There was no procedure involved. No additional information was provided.